Manufacturer narrative:
The customer reported several false positive results. A field service associate from lumiradx visited the lab to help investigate. Root cause determination: lumiradx field service associate visited the site and determined the root cause to be amplicon contamination. Decontamination of the lab was performed with the field service associate present; retesting was performed and test results were as expected. Investigation conclusion and status of investigation: the investigation showed lab contamination of amplicon. Decontamination of the lab resolved the issue. No results were reported to patients. No further investigation is considered necessary at this time. Current products continue to meet product claims. Trends of discrepant results will be trended and reviewed with action taken as appropriate in response to any adverse trends or events.

Event description:
Customer reported potential false positives.